Event description:
It was reported that the front and rear cases are separated on the lower left side of the device. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring cover and two side bail covers were broken, the battery release and battery drawer were contaminated, the battery contacts were compressed, the ring was bent and the keyboard pad was cosmetically damaged.